Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the  patient was scheduled for MRI of brain ( unrelated) and  patient indicated a tiny piece of lead is left in. Caller assumed patient meant a lead. Unknown if the ins was explanted.  No further complications were reported/anticipated at this time.